Manufacturer narrative:
Updated data: b5 h6 additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant procedure, a post-implant balloon dilation was performed due to pa ravalvular leak (pvl) and high gradient. The patient was rapid paced at 180 beats per minute (bpm) during the dilation.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: unknown); product type: 0195-heart valves;  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was com pleted due to the patient having a bicuspid aortic valve and calcification. The delivery catheter system (dcs) was then inserted into the patient, and the valve was successfully implanted. It was then determined that a post-implant bav was required. During completion of a post-implant bav, the valve dislodged towards the patient's aorta. The physician then attempted to snare the valve but ultimately decided to transition to surgery in concern for the safety of the patient. The transcatheter aortic valve was then explanted and a surgical valve was implanted. Subsequently, the patient was hospitalized. A 2-hour procedural delay occurred due to the valve dislodgement. Per the physician, the valve and procedure contributed to the valve dislodge as well as the patient having a bicuspid aortic valve.